Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was broken and kept crashing, the programmer was noted to have corrosion in various places and its exposed display screen hinges were rusted. The programmer was to be scrapped out and replaced.

Event description:
It was reported that the programmer was broken and kept crashing. The programmer was changed out and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047 software analyzer. (B)(4)